Manufacturer narrative:
This report is part of the (B)(6). Exemption number e2015050. One device was visually inspected and particulate larger than the specification was found in the fluid path. The complaint was confirmed. The root cause of this failure is attributed to the manufacturing process. One device was returned and evaluated. One device was labeled "for single use." One device was not reprocessed.

Event description:
This report summarizes 1 malfunction event. The distributor reported that a foreign object was identified in the fluid path of the kit during their initial inspection of received product. The device was not sent to a user facility. No patients were involved.